Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 60 mm in length and extended from a position 11 mm proximal of the proximal markerband to 10 mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found a shaft kink 460mm distal from the distal end of the strain relief. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous endovascular fistula. A 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during procedure, the balloon was broken. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure. It was further reported that the 80-90% stenosed target lesion was moderately tortuous and severely calcified. In addition, the balloon ruptured during the sixth inflation at 20 atmospheres for 50 seconds. Then, the device was removed using the catheter sheath.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous endovascular fistula. A 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during procedure, the balloon was broken. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure. It was further reported that the 80-90% stenosed target lesion was moderately tortuous and severely calcified. In addition, the balloon ruptured during the sixth inflation at 20 atmospheres for 50 seconds. Then, the device was removed using the catheter sheath.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in arteriovenous endovascular fistula. A 8.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during procedure, the balloon was broken. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure.